Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took corrective actions by administering a correction bolus via the pump. Customer primed the tubing to address the issue.